Event description:
Pt called and alleged that their meter was intermittently prompting various error messages. The pt reported attempting to test and stated that at the end of the test they would obtain either error 2, 3, 4, and 5 messages. The pt visited their physician for advice. The physician tested the pt's blood glucose with the office meter and the result was "normal". The pt did not remember the result. No treatment was reported. Issue was not resolved with troubleshooting. The meter has been replaced for the pt.